Manufacturer narrative:
The inflation device remained on neutral pressure during delivery of the device. The stent was re-expanded using its own delivery system where it dislodged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity rx coronary drug eluting stent was used to treat a moderately tortuous lesion located in the rca and lad. The lesion exhibited 70% stenosis. The device was inspected prior to use with no issues reported. Negative prep was performed with no issues. The lesion was pre-dilated. The device passed through a previously-deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. It was reported that during a procedure to treat a patient presenting with intrastent severe restenosis in the saphenous bridge to anterior descending artery and a severe lesion on the anastomosis of the saphenous bridge to the right coronary artery that a stent dislodgement occurred during delivery to/at the lesion. The device was not removed from the patient and was re-expanded where it stopped. No patient injury reported.

Manufacturer narrative:
The target lesion was in the saphenous bridge to anterior descending artery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cine image review: an image shows the lesion at the saphenous bridge as reported by the account. A dilation balloon is delivered through the previously deployed stent a the lesion and expanded. A stent is delivered inside the previously deployed stent and deployed. Post dilation is performed. An angiogram shows the treated lesion which appears to have improved flow as shown by the path of contrast in the vessel. The next images show the attempted retraction of an unidentified stent into the guide catheter. The stent appears to interact with the distal end of the guide catheter but does not completely come off the delivery system. The balloon of the delivery system is used to expand the stent. A stent is delivered into the expanded stent and deployed. Post dilation is performed. A final angiogram shows the successfully treated saphenous vein graft. If information is provided in the future, a supplemental report will be issued.